Manufacturer narrative:
Awaiting add'l info from customer. Still under investigation for root cause analysis. (B)(4).

Event description:
Device placed with some difficulty on insertion. Extravasation seen around manubrium.